Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: no one was harmed. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for sticky pin failures. The device was tested after it was decontaminated and was fully functional with no observed drag to the fva pins. An internal investigation was performed and no damage was identified. The fva pins were inspected and they were not substantially contaminated, they were cleaned anyway and the pump remained fully functional.

Manufacturer narrative:
Corrected section d to match gudid.